Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken, the ring cover screw was the wrong part, the battery contacts were compressed, the ring bail was missing, the serial number label was torn, and the display was missing pixel segments. (B)(4).